Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 100 mg/dl. The patient was able to complete the rewind without incident. The device also passed the displacement test. The customer then changed the battery and received an off no power alarm and a failed battery test alarm. The off no power alarm occurred without a low battery warning. Troubleshooting was declined for the failed battery test. The insulin pump was not returned for analysis.